Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, date of implant: (B)(6) 2021; 4592-53 lead, date of implant: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance and it was suspected that the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.